Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the spring mechanism on the power-ease adapter wasn't working correctly and not staying in place when it should. No patient present.

Manufacturer narrative:
The adapter was returned to the manufacturer for evaluation. Wear was noted on both arms of the adapter and sticking when the arms were compressed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.